Event description:
Patient reported "accumulation of fluid in the right breast" and "very bad health condition such as chills and fever". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, g2

Event description:
Patient reported, "accumulation of fluid in the right breast". And "very bad health condition, such as chills and fever". Healthcare professional, later reported, capsular contracture, baker grade ii/iii. The device has been explanted.

Event description:
Patient reported "accumulation of fluid in the right breast" and "very bad health condition such as chills and fever". Device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, fever, and chills.

Event description:
Patient reported, "accumulation of fluid in the right breast". And "very bad health condition such as chills and fever". Healthcare professional, later reported, capsular contracture, baker grade ii/iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade ii/iii. Device evaluation: based on the device analysis grid, the assessments of the complaint are: seroma-late: unable to observe, since it is not related to the device. Fever: unable to observe, since it is not related to the device. Edema: unable to observe, since it is not related to the device. Pain: unable to observe since, it is not related to the device. Anxiety-product/procedure: unable to observe, since it is not related to the device. Additional observations: observed, an opening on posterior assessed, as surgical damage. No further actions are required, as the device was implanted.

Event description:
Patient reported, "accumulation of fluid in the right breast". And "very bad health condition such as chills and fever". Healthcare professional, later reported, capsular contracture, baker grade ii/iii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d6b, e3.